Manufacturer narrative:
The patient has a medical history of diabetes. The index procedure was prompted by unstable angina and positive stress test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: investigator assessed the event as not related to the index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx stents were implanted into the lad and one resolute onyx stent was implanted into the rca. Dissection occurred in the rca after poba. The dissection was treated by implantation of another resolute onyx stent into the rca. The patient recovered.it was reported that the dissection was not caused by a medtronic device. The investigator assessed the event as possibly related to the index device and anti-platelet medication.